Manufacturer narrative:
Updated fields: concomitant product, b5, d8, e3, h3 device evaluated by mfg., h4 correction: e1 - last name. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's allegation was confirmed due to cable disconnection. In addition, the device evaluation found cable flooding due to the damaged cable. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instructions for use (IFU), it states: ¦4.1 precautions (warning) ¿ if an abnormal endoscopic image or function occurs and returns to normal spontaneously, the product may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again, and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out from the patient. Continued use of such a product may injure the patient, cause bleeding or perforation. [Section where IFU applicable for phenomenon 2] ¦attention concerning unexpected disappearance of endoscopic images (warning) ·do not strike or drop the product. Water leakage may damage the product's internal electrical circuits. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the camera head had image distortion and a cable disconnection when used in combination with otv-sc2 video system. The issue occurred during pre-use inspection for an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had image distortion and a cable disconnection. The issue occurred during pre-use inspection for an unspecified diagnostic procedure. There were no reports of patient harm.